Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model mvps, serial number/date code (B)(4) is approximately 1 year 8 months old. The owner's manual part number 1148116 rev b (sep-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer is an active and experienced user. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Dealer called stating that the consumer allegedly hit a large crack on a sidewalk and broke the left caster and pivot slide tube on her mvps manual wheelchair. The consumer is an active and experienced user. The consumer is utilizing her back up chair until repairs are made. No injury alleged.